Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (10.0 mg/ml at 1.198 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined, on (B)(6) 2017, and a seroma was noted. The event date was listed as (B)(6) 2017. The device diagnosis was pump pocket intrathecal seroma and the clinical diagnosis was multiple seroma aspirations. The pump pocket seroma was aspirated on (B)(6) 2017 and (B)(6) 2017. Surgery was performed on (B)(6) 2017 to revise the pump pocket and the check for csf leak which was (B)(6). The event resulted in the patient going to the emergency room. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the pump pocket seroma was not determined. The patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.